Event description:
Rv lead impedance dropped from 800 to below 200 in 6 months. Loss of capture in the rv. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.